Event description:
Product surveillance followed up with the nurse. According to the nurse the patient's outcome was good. The patient received a replacement of the device and had no further issues. The nurse stated that the peritoneal dialysis process was reviewed with the patient and caregiver, however, it appeared that the overfill event was due to issues with the cycler. Follow up with the patient in 2009 revealed that the patient does manual exchanges of about 2000ml during the day. No further information was obtained.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2009 (patient weight is unknown). According to the complainant, during the procedure, the cre balloon was inflated with a contrast solution, however, the balloon leaked. Additional information obtain from the complainant reported the balloon did successfully inflate to the first dilatation size however when an attempt was make to inflate to the second size, a leak was noticed at 4atm of pressure. The balloon was removed from the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Evaluation summary: the device was evaluated by the product analysis lab (pal) for the reported difficulty of an increased intraperitoneal volume (iipv). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to this difficulty. The iipv was confirmed in the logs and not duplicated during the pal evaluation. The most probable cause was insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device will be routed to the service area where the digital pcb will be scrapped. CAPA is currently open for the reportable malfunction of overdelievery / iipv.

Manufacturer narrative:
(B)(4). The following statement "the device will be routed to the service area where the digital pcb will be scrapped" should be removed from the evaluation summary. The digital pcb was not related to the increased intra-peritoneal volume (iipv) event being reported, therefore, it should not have been in the evaluation summary.

Event description:
A customer contacted baxter's technical service center to report a drain volume of 4955ml with the homechoice (hc) machine in drain 4 of 5. Per the initial report, the technical service representative (tsr) assisted the home patient (hp) to review program. The total volume was 14500ml, fill volume was 2500ml, and last fill volume was 2000ml. The hp usually gets 1000-2000ml of ultrafiltration each night. The hp stated that cycler did the same thing in 2009. Tsr will swap. Product surveillance contacted the patient's wife a month later. According to the patient's wife they do a midday drain on the patient which is usually a high drain volume. The wife states the patient lays on his side instead of his back during the drain cycle, she believes this is preventing the patient to fully drain to empty. The wife stated they received a new cycler and the patient has resumed therapy fine. The nurse has also been notified. The wife states she monitors that her husband is laying on his back during the drain cycles so that he can fully drain. Based on the volumes given this event meets increased intraperitoneal volume (iipv) criteria. Per patient questions the probable cause could not be identified.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.